Manufacturer narrative:
The pump was received with operating currents within specifications. The pump passed the self test, unexpected restart, rewind and displacement tests. No motor error alarms were noted. However, the pump was unable to prime during the prime test and gave a compromised force sensor system alarm during the basic occlusion test due to a slightly loose drive support disk. The motor was tested outside the device and it passed. The drive support was inspected and no anomaly was noted. The pump was received with a missing end cap sticker, a cracked case at the display window corners and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed motor error and compromised force sensor system. The insulin pump will be returned for analysis.